Manufacturer narrative:
(B)(4). Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, hypotension, refractory ventricular tachycardia and ventricular fibrillation occurred. Cardiopulmonary resuscitation (CPR) was initiated and multiple shocks were delivered however the patient expired. Per the physician, the cause of death was unknown. It was unknown whether the death was related to the device.